Event description:
It was reported that the health care professional (hcp) observed unusual p-waves on the right atrial (ra) channel and requested a review of a stored atrial tachy response (atr) episode on this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the episode and noted farfield oversensing on the ra channel, which resulted in an inappropriate atr mode switch. Ts recommended reprogramming the blanking feature and further evaluation. No adverse patient effects were reported. This ICD remains in service.